Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low and high blood glucose (bg) level. The customer reported that the event was not related to the pump or supplies; however, declined to provide further information or to perform any troubleshooting. Reportedly, the customer discussed the event with a healthcare provider.